Manufacturer narrative:
The reported event of suture sleeve anomaly was not confirmed. Final analysis found a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead had separation failure with sleeve and the coating. The lead was removed and replaced. No patient consequences were noted.